Event description:
It was reported that the customer experienced change sensor, calibration not accepted alert and discrepancy between sensor glucose and blood glucose. The sensor glucose value was 40 mg/dl while blood glucose value was 259 mg/dl. During troubleshooting, the customer declined to review site selection, taping, insertion and calibration. The customer was advised that the sensor may no longer be responding to glucose changes, most likely due to sensor not situated properly preventing sensor from properly tracking changes in glucose. Contributing factors may include site location/rotation, insertion technique, or tape type/technique. No product return is expected for mmt-7020la.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.